Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: it was noted there blue/green liquid substance within the cable. The liquid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. The finding is additional and unrelated to the reported event. The reported event of ¿intermittent beeping¿ was confirmed with the returned system controller (serial # (B)(4)). The log file retrieved from the returned device captured intermittent low voltage advisory alarm events that appear to activate when the battery fuel gauge values reached the low limit threshold. The voltage values were lower than expected. The intermittent alarms occurred when the system was supported on the 14v batteries. Electrical measurements of the underlying wires within the power cables confirmed conductor breakdown. The measured values increased when the power cables were manipulated. The increased resistance across the length of the wires can affect the voltage signals and has the potential to result in an unexpected alarm. The power cables were dissected, and visual inspection did not reveal any compromised wires. The conductor breakdown appears to be related to wear and tear due to repetitive flexing during use. Heartmate ii lvas IFU rev. C (section 1, 4, 5) contains information about fixed speed, low speed limit, and pump speed, including under ¿explanation of parameters¿ covers all pump parameters (power, flow and pi). Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes low flow hazard alarm to instruct the user to ¿call your hospital contact immediately for diagnosis and instructions¿ and ¿connect power¿ alarms. Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on 18jul2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing intermittent beeping on the controller. The patient exchanged the controller and the beeping resolved. The log file revealed low voltage hazard alarms. Investigation of the returned device revealed conductor breakdown and fluid ingress.